Event description:
It was reported that pt experienced hyperglycemia (20 mmol/l) which was treated by hospital personnel with intravenous fluids. Pt was discharged with blood glucose of 18 mmol/l and continued to receive treatment from a family member at home per health care professional's protocol.

Manufacturer narrative:
The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.